Manufacturer narrative:
The insulin pump was received with blank display due to corroded inside the battery tube. No damage found on battery cap. Analysis was unable to perform the operating current to verify the weak battery alarm due to blank display. No moisture damage found on electronic assembly and motor.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 197 mg/dl at the time of incident. The customer stated that the display did not return after inserting a new battery with the replacement battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.